Manufacturer narrative:
B5: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event has been entered as: 1jan2020 as patients underwent heart transplantation between jan2017 and jan2020. Division of cardiac surgery, thomas jefferson university, philadelphia, pennsylvania, united states division of cardiology, thomas jefferson university, philadelphia, pennsylvania, united states. Sukhavasi, a., ahmad, d., austin, m., rame, j. E., entwistle, j. W., massey, h. T., & tchantchaleishvili, v. (2024). Utility of recipient cardiothoracic ratio in predicting delayed chest closure after heart transplantation. Thoracic and cardiovascular surgeon, 72(4), 253-260. Doi:http://dx.doi.org/10.1055/a-2015-1507. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and reported events and outcomes could not be conclusively determined through this evaluation. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the patient handbook is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿utility of recipient cardiothoracic ratio in predicting delayed chest closure after heart transplantation¿ that heartmate 3 (hm3) may be associated with transplant. It was hypothesized that cardiothoracic ratio (ctr) could be reflective of recipient-specific limits of oversizing and sought to determine the utility of donor to recipient predicted cardiac mass (pcm) ratio (pcmr) and ctr in predicting delayed chest closure after heart transplantation. This was a retrospective review of prospectively collected data on 38 consecutive heart transplantations performed at an institution from 2017 to 2020. Donor and recipient pcm were estimated using multi-ethnic study of atherosclerosis predictive models. The median recipient age was 57.5 [47¿62] years with 71% (21 out of 38) patients being males. The median height of patients was 172.7 [165.1¿183.0] cm, while the median weight was 84.2 [70.3¿94.6] kg. The median body mass index (bmi) at the time of transplant was 27.9 [25.2¿32.1] kg/m2. Left ventricular assist devices (lvads) were implanted in 23.7% (9 out of 38) of patients, while 10.5% (4 out of 38) received right ventricular assist devices (rvads). For those implanted with lvads, 2 out of 38 were implanted with hm3 and 7 out of 38 hmii. Of the 38 patients, 13 (34.2%) underwent delayed sternal closure (dsc). The median time from dsc to chest closure was 2 [interquartile range (iqr): 2¿3.5] days. Primary graft dysfunction (pgd) was seen in 15.8% (6 out of 38) of patients, while temporary mechanical circulatory support (mcs) was also required in 15.8% (6 out of 38) of patients with no significant difference between patients with or without dsc. Median donor to recipient pcmr was 1.07 [iqr: 0.96¿1.19], which indicated 7% oversizing. Pcmr/ctr showed good discriminatory power in predicting delayed sternal closure [area under the curve:80.4% (65.3¿95.6%)]. Having a pcmr/ctr cut-off of 1.7 offered the best trade-off between the sensitivity (69.6%) and specificity (91.7%) within the study.